Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure with polypectomy performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the polypectomy site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with a polypectomy snare with no issue. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The patient is over 18 years old. Reported event of clip would not release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. Based on the details of the complaint, a definitive root cause could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted.